Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter continued to display the apply sample message when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) (year not specified). It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. Prior to the start of the alleged issue, the patient claimed she felt "awful." The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through a retest but was not able to resolve the alleged issue. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged apply sample remained unresolved.